Manufacturer narrative:
The reported complaint of "interim operation - bad contacts" problem was unable to be duplicated. This issue will be internally investigated within vyaire.

Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device had faulty power switch. The reported issue was resolved by replacing the power switch. During evaluation, fsr noticed that the display was not bright enough per specifications, so the front panel was also replaced. After performing preventative maintenance (pm), the device was returned to the customer operating to service specifications.

Event description:
The customer reported that the suspect vela ventilator shut down while in use with a patient. The reported issue occurred in the presence of health care staff and there was no harm to any patient or clinician in association with the reported complaint.